Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. It was reported the patient was in the ICU (intensive care unit) with possible overdose symptoms. The patient was at the medical center yesterday, (B)(6) 2017 because their pump went dry. The patient¿s pump was refilled and today (B)(6) 2017, after giving themselves a bolus and taking xanax, the patient became ¿kind of delirious¿ according to the patient¿s spouse. The troubleshooting and diagnostics were the patient was currently admitted to the ICU (intensive care unit) and was getting narcan. The patient¿s spouse also mentioned that the attending physician may want to stop the pump. Surgical intervention did not occur and it was unknown if surgical intervention was planned. The issue was not resolved at the time of the report and the patient¿s status was reported as ¿alive, no injury¿.

Manufacturer narrative:
.

Event description:
Additional information received reported diagnostics and or troubleshooting included the physician noted printed report and saw that the patient should have come in earlier for a refill. The physician believed the patient and their spouse may have misread the date. No other concerns about the system were noted. A company representative went to the hospital and lowered the pump daily dose by 55% per the physician¿s orders. The cause of the patient¿s symptoms after the refill were not as of now determined. The physician believed it was a combination of oral medications and the it (intrathecal) medication restarting. This reporter was unsure if the patient¿s overdose symptoms were resolved. Per another reporter the pain physician reported the patient was doing better now that the dose was lower.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.